Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The cable broke under tensile loading. Cable wear on the pulleys combined with high grasping force and large fleet angle between the proximal and distal pulleys likely contributed to the breakage. The other cables at the wrist were undamaged. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the cable of the mega suturecut needle driver instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.